Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge.